Event description:
Per the clinic, the patient experienced a fall from standing height, resulting in blunt trauma to the occipital region. Subsequently, the patient developed a wound dehiscence. The patient underwent a revision surgery where the wound was cleaned and closed surgically under general anaesthesia on (B)(6) 2025. Additionally, the following assessments were performed before and after the procedure: transimpedance matrix, electrode impedance levels, and autonrt testing on 7 electrodes, all showing appropriate responses.